Manufacturer narrative:
H4 - device mfg date is unknown; no information is available based on the reported serial number. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device had low audio even after setting to high level" was confirmed through functional testing. Replaced front and rear alarms. Further investigation found the upstream occlusion sensor was defective and therefore replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the device had low audio even after setting to high level¿; during device evaluation it was found the upstream occlusion sensor was defective. The event had occurred during testing.